Manufacturer narrative:
The returned product was patent and met the requirements for leak testing. There was proteinaceous debris noted within the drainage bag. A review of the manufacturing records showed no anomalies. All external drainage and monitoring systems are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there was an issue connecting a transducer to the luer lock port of the system. According to the report, when the customer attached the transducer to the drain, it cracked the luer lock connection. It was stated this caused a leak in the system and the system kept leaking. Reportedly, it appeared the transducer seemed to only screw in 2 threads into the drain with one thread loose.

Manufacturer narrative:
Additional information received reported the drain was removed on (B)(6) 2017. The patient had since been discharged and there was no injury to the patient. If information is provided in the future, a supplemental report will be issued.